Event description:
It was reported that cadd-legacy pump ? Has a battery depleted alarm. No patient injury reported.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement., corrected data: e3 updated.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Motor was stuck cause battery depleted alarm. Motor was replaced. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.